Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous report's b5, become aware date, coding grids, and to include the product UDI. The reported event is now assessed as not reportable. This notification was opened for review for information received that a dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No death. No serious harm or injury was reported. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles/degradation was found. Additionally, the device displayed error codes e004 (err_null_ptr/cpu failed component) and e193 (err_usb_host_no_de vice/accessory module failed component). After the evaluation, the third-party service center scrapped the device.

Event description:
This notification was opened for review for information received that a dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No death. No serious harm or injury was reported. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles/degradation was found. Additionally, the device displayed error codes e004 (err_null_ptr/cpu failed component) and e193 (err_usb_host_no_de vice/accessory module failed component). After the evaluation, the third-party service center scrapped the device.